Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days. On (B)(6) 2023, from 8:55:01 ¿ 8:55:05, while connected to the mobile power unit (mpu), low voltage hazard and no external power alarms activated due to both white and black lead voltages diminishing from ~12.7 v to ~2.4 v. This was consistent with a loss of ac power. The alarm cleared after power was restored. The backup battery was able to provide power to the system during this event. Pump operation was not affected. There were no other notable alarms active in the log file. The heartmate mobile power unit (s/n: mpu-47156) was not returned for analysis. Per the provided information, the patient¿s family member accidentally disconnected the ac power cord at the wall outlet. It was unknown if the mpu has a v-lock connector and there were no environmental circumstances that affected the ac power. The root cause for the reported event was conclusively determined to be due to user error and unplugging the ac power cord at the outlet. Heartmate iii instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate iii patient handbook, rev. D, section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage hazard and no external power events on (B)(6) 2023 while connected to the mobile power unit (mpu). The mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. This event lasted approximately 5 seconds. The low voltage hazard and no external power event was caused by a member of the patient's family accidentally disconnecting the ac power cord.